Event description:
It was reported that shaft break occurred. The 90% stenosed, 24x2.5mm target lesion was located in the severely tortuous and calcified left circumflex artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, it was noted that the delivery shaft of the balloon was fractured 20cm away from the physician. There were no fragments left inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 24x2.5mm target lesion was located in the severely tortuous and calcified left circumflex artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, it was noted that the delivery shaft of the balloon was fractured 20cm away from the physician. There were no fragments left inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable. Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 58.5cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities.